Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of skin irritation was confirmed. A us distributor reported that a patient had developed an irritation underneath the rear te pads. The irritation was described as itching and peeling, and burn-like. The patient reported having a history of skin irritation but unsure if she has metal allergy. The patient's doctor prescribed a salve and a pill for the itching. During a follow up, the patient reported that the irritation had started to improve but is still a pink color with clear puss coming out, and still painful for her.